Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned.

Event description:
Removal of accolade tmzf stem. Trunnion snapped off with signs of metal disintegration

Event description:
Removal of accolade tmzf stem. Trunnion snapped off with signs of metal disintegration.

Manufacturer narrative:
Corrected data: adverse event/product problem; lot#: an event regarding crack/fracture involving an accolade stem was reported. The event was confirmed following visual inspection of an image of the explanted device. An event regarding crack/fracture involving an accolade stem was reported. The event was confirmed following visual inspection of an image of the explanted device. Method & results: device evaluation and results: visual inspection: although the device was not received, a photograph of the explanted femoral stem demonstrates a transverse fracture of the trunnion. The portion of the trunnion that is detached from the stem is present and is seen to have significant deformation with material loss particularly along the superior surface. A review of the provided x-ray and photograph by a clinical consultant indicated: patient had a pressfit tha on (B)(6) 2011. This tha was revised on (B)(6) 2018 reportedly for instability and trunnion wear. An undated ap x-ray of the left hip demonstrates a pressfit tha. The femoral stem and acetabular cup appear well fixed. They are in expected position and alignment. The trunnion of the femoral stem is seen to be fractured transversely just below the level where the trunnion is introduced in to the female taperlock of the femoral head. A portion of the fractured trunnion is seen to be still within the femoral head. Device history review: not performed as the reported lot#: is not valid. Complaint history review: not performed as the reported lot#: is not valid. Conclusions: review of these records confirm revision surgery for trunnion wear and fracture occurred, however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details, operative reports, surgical implant records from the surgeries, dated pre and post op xrays from the index and revision surgeries, outpatient office/clinic notes and device return would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.